Manufacturer narrative:
An investigation was performed for the customer issue and included a review of complaint text, instrument service, a review of service history, and a review of product labeling. The field service representative (fsr) replaced valve manifold kit (rohs) _part number 7-77612-03 which resolved the issue. A review of service history on the architect analyzer showed no additional false negative results after service. The architect operations manual and service and support manual provide adequate labeling regarding, component replacement, error codes, and troubleshooting the reported issue. Return not available. Review of the architect did not identify any similar issues or trends. A review of historical data for the replacement part revealed no trends, systemic issues, or related nonconformances. Labeling was reviewed and found to be adequate. Based on all available information no product deficiency or system issue was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a false negative troponin results for two patients on the architect i2000sr analyzer. The following data was provided: initial trop = 9.7 (negative), repeat = 20 (positive); female cutoff = 16 ; the 2nd sample was male; however, no specific initial/repeat data was provided (ref range for male is 32). There was no impact to patient management.